Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. In the same month of this report, the pt was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the pt remained hospitalized. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.